Manufacturer narrative:
Device accessories were not returned for eval. A review of procedure films was performed by a MFR rep. This was a very unusual situation. Without returned product, no definite conclusions can be made. No conclusion can be drawn.